Event description:
While setting up instruments for surgery, it was noticed the guide wire was opened. It was discovered the inner package had not been sealed. This event did not occur during the surgical procedure. Therefore, there was no adverse consequence to any pt or surgical delay.

Manufacturer narrative:
Summary of evaluation: the damage to the peel pouch most likely resulted from the product being subjected to excessive external forces during shipping and handling.